Event description:
One touch basic original meter's optic light would not power on. Patient was unable to test. Reporter described patient feeling weak during the time of concern and contacted a medical professional for advice. No other treatment was received. Reporter did mention that the patient had food and/or a beverage following the attempted use of meter. The customer service representative discovered that the patient had not been cleaning the meter according to the owner's manual. Patient meter was replaced due to an unresolved issue. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.